Event description:
Gyrus acmi halo pks cutting forceps stopped coagulating during surgical intervention. A "like" device was opened and used throughout the remainder of the case without incident. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy.